Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review, as the pt has not been revised to date. As no lot numbers were provided for the devices, the device history records could not be reviewed. The cause for this specific event cannot be ascertained from the information provided, as the pt has not been revised. The common clinical presentation and the date of the original implantation suggest that this case might be / is related to the issues for which zimmer implemented a notification in july 2008. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result is available, an amended medical device report will be submitted. (B)(4).

Event description:
The pt is pursuing a product liability claim arising out of the use of the durom acetabular cup. It was reported that the pt was implanted a durom us acetabular component on unk date. A revision is in discussion due to loosening.